Event description:
It was reported that noise, oversensing and auto mode switching was observed on the atrial lead. All other parameters were stable. The atrial lead was being monitored. The patient was stable.